Event description:
Received a written report of an event of a "change in mental status" of a hemodialysis pt. Pt arrived for treatment and reported she felt "great". Initially, a 3kg fluid target removal was set. Pt then started her hemodialysis treatment and within 5 mins the pt stopped talking, had a blank stare, was unable to speak when spoken to and was pale. A call to this unit was placed two days after the event date for additional info and treatment sheets of this event. According to the additional info and the treatment sheets, this pt is also undergoing chemotherapy. Also of note is the clinic is currently challenging this pt's dry weight. On the event date, this pt started her hemodialysis treatment at 0632 and at 0637 the staff noted she wasn't responding when spoken to and was unable to speak. The pt was placed in trendelenberg position, and all her blood was safely reinfused. The pt was also given oxygen. The bp at that time was 156/77. The pt became responsive after those interventions. The pt described this event as being unable to speak or move, but was aware of her surroundings. Also, the pt reported some numbness in both arms and unable to move legs, because they were heavy. Dialysis was resumed with an entire new treatment system. This pt did complete her prescribed dialysis treatment and was discharged to home. The md evaluated this pt. A sample is available. This pt continues to receive dialysis on a regular basis in the outpt facility.